Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that a hybrid layer capacitor (hlc) battery, designator bt1, located on the analog pcb assembly had depleted and would no longer hold a charge. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio observed that their device had all three icons (charge pak, attention and service wrench) present on the readiness display. Additionally, the device would not remain powered on in order to charge and shock during testing.